Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, post paced t-wave oversensing was observed. The patient did not receive therapy. Reprogramming was recommended and device remains implanted.